Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pleural effusion. The right atrial (ra) lead was reported to have exhibited high thresholds. The ra lead was revised and remains in use. The patient also required medical intervention. No further patient complications have been reported as a result of this event.